Event description:
Additional information received from drug manufacturer on (B)(4) 2013: peritoneal dialysis nurse confirmed that the previously reported event had occurred but indicated that the diagnosis of epilepsy could not be verified. The nurse stated that patient's seizure activity was unrelated to extraneal use or a to a device interaction. Additionally, the nurse reported that, at the time of the event, the patient was wearing an unspecified extraneal warning item and was using "the correct meter." No additional details regarding the blood glucose monitoring device were provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This is the same event reported to the f.d.a., by the drug manufacturer, on medwatch (B)(4). No information about patient's specific accu-chek system was provided. Additionally, the medwatch report, filed by the drug manufacturer, did not provide information that would allow the device manufacturer to contact the patient for additional information. Device not returned to manufacturer.

Event description:
Report stated that a peritoneal dialysis patient, on extraneal (a labeled interferent for most accu-chek test strips), experienced the onset of seizures for which he was subsequently hospitalized. The patient was diagnosed with epilepsy and was prescribed unspecified oral anti-seizure medications. At the time of discharge (on an unspecified date in (B)(6) 2009), patient was reported to be recovering but continued to experience occasional seizures. On an unspecified date, in (B)(6) 2010, patient was again hospitalized for seizures. During this hospitalization, it was discovered that the patient was using an [unspecified] accu-chek system, at home, to monitor blood glucose. Although no values obtained on the accu-chek system were reported, patient's seizure activity was attributed to over- administration of insulin based on falsely elevated values obtained on the accu-chek system. Patient's home glucose monitoring system was changed (brand not reported) and subcutaneous insulin dosage was adjusted (no details of adjustment were provided). No additional information about treatment received or patient outcome was reported. No product will be returned to the manufacturer for evaluation.